Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had faulty rails. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had faulty rails. A field service engineer had the customer log in and open drawers 3.1 and 3.2. Upon inspection, the drawers were springing back. The fse removed the back panel and drawer covers, inspected and adjusted the drawer frame, and reshaped the retractor band for slack. The ribbon cable was also adjusted by cutting zip ties and securing the cables properly. After reassembly and powering up the station, the drawers manually failed and successfully recovered by the customer during testing. The system functioned as intended after the field service engineer repaired the device.